Event description:
Customer reported with an issue of nozzle was clogged and the angle is insufficient. The issue found during reprocessing. Device was replaced and the intended unknown procedure was completed with similar device. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
Address: full name of customer establishment name is (B)(6). The subject device was received and evaluated. Device inspection and evaluation service repair noted the following: during the inspection , the reported issue was confirmed as the insufficient angle issue was observed. Angle was adjusted during repair. In addition, some black rubber-like foreign material clogged inside the nozzle observed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
Correction: e1 (province). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that watertight packing / silicone adhesive / silicone parts of peripheral device were broken, and the broken piece entered the channel and was caught in the nozzle. The user can detect the event properly by handling the device in accordance with the following instructions for use (IFU): "·operation manual_ preparation and inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. ·operation manual_ inspection of the endoscopic system - inspection of the air-feeding function - inspection of the objective lens cleaning function". Olympus will continue to monitor field performance for this device.